Event description:
It was reported that one day post implant, the right ventricular lead exhibited intermittent loss of capture. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.